Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information for patient¿s left breast prosthesis and right breast prosthesis was provided: (left device: mentor memorygel breast implant 400cc gel breast prosthesis, lot # 5663471, serial: (B)(4), right device: mentor memorygel breast implant 450cc gel breast prosthesis, lot # 5693366, serial # (B)(4)). It was not specified if it was patient¿s left or right breast prosthesis that ruptured. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
On 17-nov-2020, a manufacturing record evaluation (mre) was performed for both lot #5663471 and lot #5693366, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).